Event description:
It was reported that during the parkinson's disease patient¿s implant surgery, ¿the carrier was broken.¿ the procedure was ¿delayed more than 30 minutes¿ as a result and the physician ¿used another method to finish the surgery.¿ the implanting physician ¿guessed the broken reason could be a product problem.¿ the patient was ¿well¿ following the procedure and there was notably ¿no impact on the patient for this event.¿ there were ¿no fragments remaining in the patient¿s body.¿ a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the carrier found ¿the carrier was stretched and broken at the distal end of the inner carrier.¿

Manufacturer narrative:
Concomitant medical products: product ID: neu_carrier/2x4, serial# unknown, product type: accessory. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.